Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported system error 105 which was not reproduced. System error 105 was confirmed through a review of the event history log. Evaluation was unable to reproduce or observe the reported symptom. No causality could be identified. The device was tested and found to function as designed.

Event description:
It was reported that a spectrum pump displayed system error 105 in medical surgery care area. Any patient involvement, injury or medical intervention is unknown.